Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) due to a leak in one of the cylinders; therefore, his device was not working. All components were removed and replaced with a new ipp. The patient had a good outcome. No more information is available at the moment, additional information will be provided as it becomes available. Additional information received. The previous device would not inflate, because there was no fluid in the system.

Manufacturer narrative:
The product analysis confirmed the reported fluid loss. The product record review indicated that the product met all in-process specifications prior to leaving bsc and the reported events do not represent a new or unanticipated event. Fluid loss was reported. The ams700 device was visually inspected and functionally tested. One cylinder had a bulge when inflated and broken fabric threads at a fold. The other cylinder had a leak due to wear at a fold. The reservoir performed within specifications. The pump was not functionally tested due to the cylinder failures. The reported fluid loss was confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) due to a leak in one of the cylinders; therefore, his device was not working. All components were removed and replaced with a new ipp. The patient had a good outcome. No more information is available at the moment, additional information will be provided as it becomes available. Additional information received. The previous device would not inflate, because there was no fluid in the system.